Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("irregular and heavy menses") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had not experienced irregular and heavy menses, vaginal infections, abdominal/pelvic pain, back pain, rashes, headaches, dizziness, hair loss, and fatigue prior to essure. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), pelvic discomfort ("severe discomfort"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), headache ("frequent headaches"), vaginal infection ("vaginal infections"), back pain ("back pain"), rash ("rashes"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (endometrial ablation in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menometrorrhagia, vaginal infection, back pain, rash, dizziness and fatigue outcome was unknown and the pelvic pain, pelvic discomfort, abdominal pain, alopecia, abdominal distension, dyspareunia, infection and headache had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dyspareunia, fatigue, headache, infection, menometrorrhagia, pelvic discomfort, pelvic pain, rash and vaginal infection to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. In (B)(6) 2017, plaintiff underwent an endometrial ablation to help control her heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed most recent follow-up information incorporated above includes: on 30-apr-2018: essure insertion date was updated from 2008 to oct-2008; event heavy menstrual bleeding was updated to irregular and heavy menses; ablation was performed due to bleeding; vaginal infections, back pain, rashes, dizziness, and fatigue were added as event. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('irregular and heavy menses') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mitral valve prolapse, allergic rhinitis and hemorrhoids. She had not experienced irregular and heavy menses, vaginal infections, abdominal/pelvic pain, back pain, rashes, headaches, dizziness, hair loss, and fatigue prior to essure. Previously administered products included for an unreported indication: mirena. Concomitant products included estradiol (estrogen), ketorolac and oxycodone hydrochloride;paracetamol (endocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), pelvic discomfort ("severe discomfort"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), dyspareunia ("pain during intercourse"), infection ("frequent infections"), headache ("frequent headaches"), vaginal infection ("vaginal infections"), back pain ("back pain"), rash ("rashes"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (endometrial ablation in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menometrorrhagia, vaginal infection, back pain, rash, dizziness and fatigue outcome was unknown and the pelvic pain, pelvic discomfort, abdominal pain, alopecia, abdominal distension, dyspareunia, infection and headache had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dizziness, dyspareunia, fatigue, headache, infection, menometrorrhagia, pelvic discomfort, pelvic pain, rash and vaginal infection to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. In (B)(6) 2017, plaintiff underwent an endometrial ablation to help control her heavy bleeding. As per mr insertion date was updated as (B)(6) 2008 to (B)(6) 2011. 3-4 coils visible on right and 4-5 coils visible on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: medical record received : reporter information, medical history, concomitant medication and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.